Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The healthcare provider via manufacturer's representative reported a lead had migrated. The patient had a lead revision scheduled for 2015 (B)(6). It was unknown what diagnostics or troubleshooting was performed. The patient's status at the time of this report was alive with no injury. Additional information received from the manufacturer's representative reported troubleshooting performed to determine the lead migration included x-ray. The reason for the lead migration was noted to be due to the patient twisting and the lead moved. This was noted as the right lead. The lead was repositioned and revised. If additional information is received, a follow-up report will be sent.